Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that the pump was in his pocket when he was going to work. Customer stated that there was a filled circle on the pump. Pump started to count and then the screen went black. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm e70 alarm due to over written history file. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window and loose shifted end cap sticker noted.